Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 120 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Customer performed blood glucose test on (B)(6) 2015 after meal and received results of 319 mg/dl due to feeling ill. After administering insulin and medication, customer performed another blood test and received test results of 346 mg/dl. Currently taking medication and insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 152 mg/dl and 174 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/13/2017 and open vial date is (B)(4) 2015. Recall test results performed from meter memory (date / time not set): 127mg/dl (B)(6) 2015 11:13pm fasting:yes; 240mg/dl (B)(6) 2015 05:37pm fasting:yes; 346mg/dl (B)(6) 2015 11:35am fasting:no; 320mg/dl (B)(6) 2015 11:34am fasting: no; 319mg/dl (B)(6) 2015 11:33am fasting:no; adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 120 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Customer performed blood glucose test on (B)(6) 2015 after meal and received results of 319 mg/dl due to feeling ill. After administering insulin and medication, customer performed another blood test and received test results of 346 mg/dl. Currently taking medication and insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 152 mg/dl and 174 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/13/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not set): 1:127mg/dl (B)(6) 2015 11:13pm fasting:yes. 2:240mg/dl (B)(6) 2015 05:37pm fasting:yes. 3:346mg/dl (B)(6) 2015 11:35am fasting:no. 4:320mg/dl (B)(6) 2015 11:34:am fasting:no. 5:319mg/dl (B)(6) 2015 11:33am fasting:no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.